Manufacturer narrative:
A hillrom technician conducted a complete check of the viking m mobile lift. The sling cross bar 450 with quick release has been inspected. No malfunction has been found on the lift or the sling bar. Both devices worked as designed. The customer reported misuse of the straps. Based on the inspection from the service technician and the information supplied by the account, the most likely cause of the event is use error that resulted in the misapplication of the sling and/or the misapplication of the sling to the sling bar attachment point, which led to the patient's fall. Per the instruction for use for viking m (7en137107 rev 1) states the following: important information before use! Lifting and transferring a person always involves a level certain risk. Read the instruction guide for both the patient lift and lifting accessories before use. It is important to completely understand and adhere to the contents of the instruction guides. Keep the instruction guides available to those using the product. The equipment should only be used by trained personnel. Please contact your hill-rom representative in the event of any uncertainties or questions. Before lifting, always make sure that: the lifting accessory is correctly attached to the lift. The lifting accessory is correctly and safely applied to the patient in order to prevent injuries. The sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are stretched up but before the patient is lifted from the underlying surface. Both the viking m lift and lift accessories that were used in the transfer have been thoroughly inspected with no malfunctions identified. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating that the patient fell during an arm chair to bed transfer due to misuse of the straps. Two caregivers intervened in the patient's room to transfer her from the chair to her bed with the patient lift. When the harness was applied to the patient, the thighs were not secured properly. During the transition to the patient's bed, the caregivers lifted the patient's legs and the patient toppled back, causing her to fall on the base of the patient lift. The patient was taken to the emergency department the next morning. A scan did not detect any traumatic lesions, but the patient was hospitalized. A costal hematoma was noted. The patient passed away (B)(6) 2020. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as (B)(4).